Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy, removal of peritubular cysts, enterocele repair, and cystoscopy due to pop and sui. Following insertion, the patient experienced pain, erosion, infection, urinary problems, and bleeding. A mesh removal was performed on (B)(6) 2010 due to mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4).